Event description:
After removing the extension from the catheter, the distal end of the extension was broken into two parts. The tip of the extension was stuck inside the catheter. No anomalies were noted when the device was removed from the package. No anomalies were noted during prep. No excessive torquing was required. No resistance was met while withdrawing the device.

Manufacturer narrative:
Device history record review was conducted, and the product met quality requirements for product acceptance. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.